Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A customer reported experiencing a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was guided by technical support to perform a pump reset, after which the error was resolved, and the sensor session was successfully started.